Event description:
It was reported that during a procedure the housing fractured and fell onto the patient. No adverse consequences or medical intervention reported. No clinically significant delay.

Event description:
It was reported that during a procedure the housing fractured and fell onto the patient. No adverse consequences or medical intervention reported. No clinically significant delay.